Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician expressed great difficulty passing the stylets through the lumen of the right ventricular (rv) lead. In addition, it was noted that the helix of the lead would not deploy after multiple attempts at turning the rotation tool. The rv lead was removed and replaced. The replacement lead exhibited the same difficulties passing the stylet through the lumen of the lead, however was successfully placed. No patient complications have been reported as a result of this event.